Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) leaked. The following information was provided by the initial reporter: " leaking from the y-connector where it is connected to medication tubing".

Manufacturer narrative:
H.6. Investigation summary: 1 max zero connector set and one 3ml bd syringe were received for investigation by our quality team. The max zero connectors were not present in the set when received. The set was tested multiple times to try to induce leak but none was noticed. There has been a known issue of leakage between the 3ml syringes and maxzero so the complaint has been verified. The root cause is not due to the maxzero but due to the syringe specifically when connected to the maxzero. The production facility is aware of this and is working to eliminate future occurrences of leakage with this connection. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) leaked. The following information was provided by the initial reporter: "leaking from the y-connector where it is connected to medication tubing".